Manufacturer narrative:
The technician found a nut rolling around under the nurse call board causing a short and blowing the f17 and f18 fuses. The technician removed the nut and replaced the fuses to repair the bed.

Event description:
Information received indicates the bed has no functions working.